Event description:
Customer reported no stator error when the c-arm is rotated to the lateral position. No injury to pt.

Manufacturer narrative:
Service rep reported found and repaired broken wire. Tested in lateral position without error. Verified system is operating as intended.